Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of implants are important considerations in the successful utilization of these devices. Inspect prior to use to ensure device is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on devices, to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect devices after use to ensure they have not been damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the asbr-k, microlink, all-suture button fixation system device was being used during an unknown procedure on (B)(6) 2020 when it was reported that "the nitinol wire either broke or was never fully attached to the proximal end of the micro link passing wire in the kit. Had to open a separate single passing wire. Wire was not retrieved but confirmed was not in patient as wire had not yet been passed through tissue." Upon further assessment, it was found "the nitinol wire loop was attached at the start of the procedure. However, once inserted into the drill prior to passing the suture, the nitinol wire loop was no longer attached to the bit/passing pin." An x-ray was taken and did not find the device in the patient. The device was never recovered. The procedure was completed with an alternate same-like device. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of injury since the wire, although not found in the patient via x-ray, they cannot produce the wire and its location is unknown.